Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the controller was dropped and the screen cracked. The patient reported unknown error messages, and stated resetting would not resolve. The patient noted the recharge telemetry module cord would get hot near the coil, and a "recharger problem" screen would be seen. Patient was issued a new controller and recharge telemetry module. No symptoms were reported. There were no reported complications and no further complications were expected. Additional information was received from patient on (B)(6)2020 who wanted to set up process. Patient services walked patient through setting up his new controller and patient verified that his equipment was working as expected.

Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) implanted: (B)(6)2019 product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that there was a poor recharge quality message and the rtm was scrapped after failing testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.